Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges pain, elevated levels of cobalt and difficulty ambulating. Pfs alleges popping of hip when patient bends, hip clicks during certain movement, changes of cognitive abilities and depression. It was also reported in the pfs, that patient underwent surgery on (B)(6) 2017 for the removal of implants and insertion of antibiotic spacer and revision on (B)(6) 2017 and re-revision on (B)(6) 2017. After review of the medical records, there is no new information. Added cup, sleeve and stem due to alleged infection. Litigation alleges pain, elevated levels of cobalt and difficulty ambulating. Doi: (B)(6) 2011 - dor: scheduled (left hip).